Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.

Event description:
A distributor for infutronix received a complaint from a patient who reported "severe pain" following a system error. System error was discovered at approx 5am on the morning after surgery. Patient awoke in severe pain. Patient's son drove to clinic to retrieve replacement pump. Healthcare professional at clinic advised the patient to "double the oxycodone and add 1,000 mg tylenol". Patient was back on pain pump by 2pm that afternoon. Infusion completed successfully. Patient is now recovering well. Device operator was the patient. Medication being infused was ropivaxcaine. The contract manufacturer of the affected device is zyno electric & machinery ltd, shanghai.